Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a splenectomy at the time of stapling to remove the damaged base. The cartridge does not close completely. The doctor asks to open a new cartridge and it is observed that again, they do not completely close the jaws of the cartridge. This happened with 5 cartridges. The stapler was replaced with a new one and the cartridges had the same incidence. A new device was used to complete the procedure. There was no patient injury.